Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported the endobronchials tube's cuff did not inflate. There was no report of patient involvement. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag. Visual examination shows the shape of the returned tubing has been severely altered due to the way it was placed in the sample bag. An attempt was made to inflate both the tracheal and bronchial cuffs. The bronchial cuff inflated without any issue but the tracheal cuff failed to remain inflated. The returned sample leak tested under water and leakage was detected from the tracheal cuff. The bronchial cuff was deflated and no issue noted. Further examination of the tracheal cuff using the microvu shows a small slit in the cuff measuring 0.23mm in length. This type of damage is indicative of the cuff coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications and quality requirements. The most probable root cause of this defect is the tracheal cuff coming in and contact with a sharp utensil or object. All of our products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. The unit returned for evaluation would not have passed this inspection. We would like to draw your attention to our instructions for use(IFU) where it states the following¿ various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.